Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) observed that the drawer only had the power light active on its module controller. The module controller was replaced, and the station booted up without issue. The system functioned as intended after the field service engineer resolved the issue.